Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) was found to be in backup mode due to a magnetic resonance imaging (MRI) procedure. The ICD was successfully reprogrammed and restored. There were no patient consequences.